Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case the article does not state the cause of the coronary artery obstruction; however as stated in the article the coronary vessels were heavily calcified with luminal irregularities. The left main coronary artery also demonstrated mild distal tapering. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As noted in an article published in (B)(6), following a transapical tavr procedure, the patient died. She had been transferred to the ICU and had gradual correction of acidosis, was following commands, and was being prepared for extubation by postoperative day 1. Approximately 30 hours after the procedure, she decompensated and went into multisystem organ failure with hypotension. The family decided to withdraw care and the patient expired. The autopsy revealed an occlusion of the left coronary artery distal to the orifice of the left main artery, acute tubular necrosis, fibrin thrombi within her lungs consistent with disseminated intravascular coagulation, and congested liver. Preoperative coronary catheterization revealed heavily calcified coronary vessels with luminal irregularities, and a left main coronary with mild distal tapering.